Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding: annual preventive maintenance of biopsy channel and keytop bending section cover glues worn out, plastic distal end cover scratched, connecting tube scratched, bending angulations out of standard values, lenses glues worn out, there is air/water flow issues. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the olympus asset, the evis exera gastrointestinal videoscope the device is probably clogged. The device was returned for evaluation. During the device evaluation, it was found that there was nozzle of the insufflation channel is clogged by a white gelatinous material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.